Manufacturer narrative:
Upon device analysis it was determined that voltage and power usage were normal, also, all therapy was available while implanted. Based on the battery depletion curves (no indications of intermittency) and no faults other than the initial code 1003, the failure mode is consistent with normal battery depletion. This device was not included in an advisory.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) declared a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additional surgical intervention was performed, and this crt-d was explanted and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device declared a fault code-1003 indicative to voltage too low for remaining capacity. This device remains in service. A safe replacement interval calculation was completed. No additional adverse patient effects were reported.